Event description:
The physician reports explanting the crystalens secondary to the patient's complaint of blurred vision. The lens was exchanged for the same diopter crystalens. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.